Event description:
The customer reported getting a paddles not connected message with the paddles connected.

Manufacturer narrative:
The customer reported getting a paddles not connected message with the paddles connected. The customer evaluated the device, and isolated the issue to the paddle set. The customer ordered a replacement set to resolve the issue.